Event description:
Surgeon said knee was infected. Removed implants.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Surgeon said knee was infected. Removed implants.

Manufacturer narrative:
The following other devices listed in this report: cat. No.: 5565-s-016, tri press-fit stem 16mm x 100mm, lot code: m8e4; cat. No.: 5521-b-400, tri ts baseplate size 4, lot code: lot code: yh0a; cat. No.: unknown, ts femur, lot code: lot code: unknown; cat. No.: unknown, unknown stem, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.